Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) on the safety monitor was not working properly (giving a false alarm). The device was not changed out, as the perfusionist reset and the unit alarmed again. He then turned the monitor off and he used the level detectors. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr found that the input port leading into the air detection pc board was broken. This was a "soft" port as compared to the input ports to the cardioplegia (cpg) and arterial (art) pressure input ports. Some how the lemo cable got tugged on and broke the connection on the pc board. The fsr placed the pc board. With the pc board replaced, the unit perforated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.